Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system was returned for analysis. The stent had been placed in the lesion site and hence was not returned for analysis with the device. The crimped stent was detached from the balloon as described above. The ro markerbands were examined and there was no damage noted. The tip was examined and there was no damage noted. The balloon had the appearance of having been inflated. Crimp markings were evident on the wall of the balloon. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an inflation device. Positive pressure was applied when a leak was noted to be coming from a balloon pinhole in the middle of the balloon. An examination of the markerbands identified no issues. No kinks or damage were noticed along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main trunk (lmt) to the left anterior descending (lad) artery. After a 28 x 3.50 promus premier stent was deployed, the promus premier stent delivery system (sds) was removed and intravenous ultrasound (ivus) was performed. Subsequently, the sds was advanced again for another dilatation. However, it was noted that the balloon ruptured. The sds was completely removed from the patient and the procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left main trunk (lmt) to the left anterior descending (lad) artery. After a 28 x 3.50 promus premier¿ stent was deployed, the promus premier¿ stent delivery system (sds) was removed and intravenous ultrasound (ivus) was performed. Subsequently, the sds was advanced again for another dilatation. However, it was noted that the balloon ruptured. The sds was completely removed from the patient and the procedure was completed with a different balloon catheter. No patient complications were reported and the patient's status was good.